Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed moderate cosmetic damage to the mesher handle including nicks and scratches. The latching pins engaged as intended. The comb did not appear to be damaged. The roller gear showed moderate wear. The roller shaft extension and the roller shaft extension end corners appeared to be in good condition. The customer ratchet fit on the roller shaft extension and operated as intended. The 1.5:1 ratio cutter gear showed moderate wear. The 2:1 ratio cutter gear showed minimal wear. The mesh test was performed using the customer¿s mesher customer ratchet, and 1.5:1 ratio cutter which resulted in an unacceptable mesh as the only acceptable meshed area was to the right and left sides which was approximately a 50% area and the center area, 50%, either had perforations that could not be easily pulled apart or there were no perforations. The 2:1 ratio cutter was tested with the customer¿s mesher and customer ratchet, which resulted in an acceptable mesh as the entire meshed area did have fully formed perforations with a single line of perforations that were easily pulled apart. The cutters were tested using the qa mesher to determine if the mesh issue is connected to the customer mesher or customer cutters. The mesh test was performed using the qa mesher customer ratchet, and customer 1.5:1 ratio cutter which resulted in an unacceptable mesh as the only acceptable meshed area was to the right and left sides which was approximately a 50% area and the center area, 50%, either had perforations that could not be easily pulled apart or there were no perforations. The customer 2:1 ratio cutter was tested with the qa mesher, serial number (B)(4), and customer ratchet, which resulted in an acceptable mesh across the entire mesh area as the entire meshed area did have fully formed perforations. Repair of the skin graft mesher was performed by zimmer biomet surgical included replacement of the damaged side plates, bushings, roller and gear. The 1.5:1 ratio cutter produced a passing cut after the bearings, damaged collars and gear were replaced. The 2:1 ratio cutter produced a passing cut after the damaged gear, collars and bushings were replaced. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as it is unknown which cutter the customer was using during the reported event. However, during the initial inspection it was noted that when the test mesh was performed with the 1.5:1 ratio cutter it produced an unacceptable test mesh. It is unknown which cutter the customer was using during the reported event. However, during the initial inspection it was noted that when the test mesh was performed with the 1.5:1 ratio cutter it produced an unacceptable test mesh. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the unit produced an "incomplete mesh." No adverse events have been reported as a result of the malfunction.